Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured during filling. The device was being filled with 2 g of meronem diluted with 100 ml of sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: march 25, 2016 ¿ march 30, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection under magnification was performed and revealed a ruptured bladder. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.